Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligner cut their upper gums. Now the aligner fits by going beneath the cut gum layer. Patient advised to try filing the sharp edge and providing tips for bleeding.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.